Event description:
Oversensing and loss of pacing have been observed. Several insulation defects on the lead have been observed after lead extraction.

Manufacturer narrative:
(B)(4).

Event description:
Oversensing and loss of pacing have been observed. Several insulation defects on the lead have been observed after lead extraction.